Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the subject meter was reading inaccurately low and high when comparing to results obtained on another devices. The pt reported that on the morning of four days prior, she obtained blood glucose readings of "123 mg/dl" with the subject meter and "128 mg/dl" on another device (onetouch ultra2), performed less than 1 min apart from each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30%. The pt reported that she manages her diabetes by taking humalog and lantus insulin, in addition to metformin. It is not known what action, if any, the pt took in response to the result(s) she obtained with the subject meter. The pt reported that in the past week she was taken to the ER on 4 separate occasions. The pt claimed, the most recent visit occurred on the morning of contact to lfs. The pt stated that she obtained results of "53 and 97 mg/dl (times unk)" with the subject meter before "blacking out." It is not known how much time elapsed between when she last tested and "blacked out", nor is it known what action the pt took regarding her diabetes management before suffering the injury. The pt stated that she was treated with IV fluids while in the ER; however, did not know if she was treated for a low or high glucose. On a separate occasion, date/time unk, the pt stated that she obtained blood glucose readings of "80 something" with the subject meter, and "50 mg/dl" on an another device (paramedic's meter). It is not known how much time elapsed between the two results or what treatment the pt received during that incident; however, she mentioned her blood glucose went low. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the pt. This complaint is being reported because, the pt reportedly "blacked out" and received treatment by a hcp after obtaining inaccurate results with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.